Event description:
Caller reported that pump battery depleted too fast, leading to a pump shutdown. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer received education on resetting parameters like insulin on board and max hourly bolus, and was able to resume insulin delivery.